Manufacturer narrative:
Evaluation summary: analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device was to be changed out due to eri (elective replacement indicator), and undefined high atrial impedance was also noted. Upon opening the pocket and testing the atrial lead, all numbers were acceptable via the analyzer. Possible wire separation in the header was also reported. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant products: 5076-52 lead, implanted: (B)(6) 2003. (B)(4).